Event description:
It was reported that the right atrial lead exhibited impedance greater than 3000 ohms, loss of capture and sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The proximal insulation was damaged and the proximal coil was fractured due to clavicular crush. The distal insulation was abraded at 21.4 cm to 21.7 cm from the connector pin as a result of friction with another implantable device.